Manufacturer narrative:
Miltenyi biotec (B)(4) has handed over an investigation questionnaire to the customer to obtain more details about the complained clinimacs® cell separation. Based on the entire data and the facs plots of the positive fraction received, following results can be ascertained: the source product for the selection procedure was a fresh, mobilized leukapheresis product containing 27xl0e9 tnc and 76,8xl0e6 cd34-cells (= 0,28% cd34+). The separation was performed with one vial of clinimacs® cd34 reagent, clinimacs® tubing set and cd34 selection!-program. Igg was added prior labeling for blocking of unspecific binding sites. Small aggregates were observed in the original fraction positive fraction: viability was 94% cd34+ recovery was indeed 31 % purity was 94% results #: the selection procedure has been performed inside the specifications of the clinimacs® cd34 reagent and the respective tubing set. The plt-wash was not exactly done at a 1:3 dilution. By using a lower amount of buffer, the platelet removal might not have been sufficient with potential consequence of weak labeling and loss of cd34+-cells.

Event description:
The customer complained that the recovery of cd34+-cells was low (3.3%) for a clinimacs separation procedure.